Manufacturer narrative:
The t:slim x2 user guide states, "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 223mg/dl. A pump system check was performed and the occlusion was found to be within the infusion set tubing. During the pump system check, the infusion set tubing was changed and insulin was observed exiting the tubing. Reportedly, the customer had been using apidra insulin in the cartridge.